Event description:
(B)(4) 2014, risk management reports via phone issues occurred with a patient was not connected to the injector. When the staff was moving the injector into place, the injector executed an injection. The contrast went up and hit the ceiling and also onto the sterile field. No injuries were reported. Risk management reports it is not clear if the injector injected by itself or if staff hit button causing it to occur.

Manufacturer narrative:
Customer reported the injector injected on its own without being started by the staff. Field service engineer (fse) could not duplicate the problem. Injector's proper operation was verified.